Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up episodes of non-sustained oversensing were observed. The physician believes the issue is related to an old rv capped lead. The physician decided to schedule a follow- up. Patient's conditions are good. No further information available.